Event description:
It was reported that the pt has expired after an implant duration of 1 month, due to unk reasons. It is unk if the death was device related. It was additionally reported that a second device, model #4100, was implanted. Refer to MFR # 6000002-2008-08292. No further details were provided. Info learned from implant pt registry.

Manufacturer narrative:
Device not returned.